Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 1627487-2020-31507. It was reported that during a lead revision procedure (3006705815-2020-31282 & 3006705815-2020-31283) on (B)(6) 2020, the physician discovered that the nodes of both anchors on both leads separated from the barrell. The physician was able to find them and remove them.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The event of a full system explant due to an anchor issue was reported to abbott. During a lead revision procedure (manufacturer report numbers 3006705815-2020-31282 and 3006705815-2020-31283) it was discovered that the nodes of both anchors on both leads separated from the barrel. The doctor located the nodes and was able to remove them. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.